Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump still turned on when plugged into a power source. Customer had elevated blood glucose (bg) levels (250 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the customer has manual injections as alternate insulin therapy.